Manufacturer narrative:
A field service technician evaluated the device. Fst tested the motors and batteries. Unit is working properly.

Event description:
Alleges going down little incline and it tipped over and fell injuring consumer. Alleges unit doesn't have front caster wheels and this is why consumer fell.

Manufacturer narrative:
The exact "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges going down little incline and it tipped over and fell injuring consumer. Alleges unit doesn't have front caster wheels and this is why consumer fell.